Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with irritation, mild abrasion, and epithelial basement membrane dystrophy (ebmd) in the right eye. Additionally it was reported blurriness in the left eye due to residual refractive error. It was stated that the patient had loss of best corrected visual acuity (bcva) in both eyes. The patient had complaints of blurry vision and noted she feels vision is improving but still overall blurry. Patient reported symptoms are not interfering with daily activities. It was reported the patient's symptoms were resolved as of (B)(6) 2017. Bcva from (B)(6) 2017: right eye pre-op 20/20 -1.50 x -1.75 x 172, left eye pre-op 20/20 -1.25 x -1.75 x 178. Bcva from (B)(6) 2017: right eye post-op 20/60, left eye post-op 20/40. Bcva from (B)(6) 2017: right eye post-op 20/25, left eye post-op 20/70. Bcva from (B)(6) 2017: right eye post-op 20/25 -.75 x -.00 x 180, left eye post-op 20/40 -.75 x -.50 x 35. Earlier it was reported that the clinic reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with loose epithelium and mild abrasion in the right eye. It was stated that the patient had loss of best corrected visual acuity (bcva) in the left eye. The patient had complaints of blurry vision and noted they will be content once the abrasion is resolved. Patient reported symptoms are not interfering with daily activities. It was reported the patient's symptoms were resolved as of (B)(6) 2017.

Manufacturer narrative:
In the initial report, the device manufacture date provided 1/1/2008 was incorrect. The correct device manufacture date is august 2007. Device evaluation: a review of the records related to the device that included labeling, manuals, trending, and risk documentation was performed. The trend review shows that there is not significant change over historical complaint limits and no recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.